Event description:
It was reported that the patient presented for an electrocardiogram (ECG) examination. It was noted that both the right ventricular (rv) lead and the right atrial (ra) lead had dislodged, resulting in high capture thresholds, excessively high output adjustments, and subsequent loss of capture. The leads dislodgements also resulted in poor sensing, leading to under-sensing in which some intrinsic waveforms were not sensed. It was also observed that the lead helix tended to retract after being extended, resulting in lead dislodgement and failure to fixate within the myocardium. The leads dislodgements were confirmed by fluoroscopy. Both the leads were explanted and replaced. The patient was in a stable condition.